Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 207756 on 5/27/2019, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 6/7/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample some creases were observed on the anterior aspect and an area of missed material measuring approximately 11.0 cm x 7.0 cm was observed in the anterior and posterior view . No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited, to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation revision with 400cc mentor memorygel breast implants and experienced bilateral rupture post procedure. The ruptures were confirmed through computed tomography. As a result, the device was explanted on (B)(6) 2019. See 1645337-2019-11179 for contralateral prosthesis report.